Manufacturer narrative:
Correction g3. Of supplemental report should have been 2025-10-27 not 2025-08-27 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient says that they lost their controller and they can't lay down on their back because of the way the stimulation was left on when the remote was taken. They said this started yesterday. Transferred pt to sunmed, and they were cold transferred due to position in que of 5.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient clarifying the report of they can¿t lay down due to stimulation being left on when they lost the controller, stating that they didn¿t have the ability to turn off the device then. Now the battery was dead and they couldn¿t charge it so their pain was high. The cause of the patient not being able to lay down due to the stimulation being left on was due to the pressure on their back making stimulation feel too intense. Now the pain was too high with the inability to charge the scs. No steps were taken to resolve the issue. The battery died and the pain returned to being high, making life miserable again. The issue was not resolved. They stated that they needed a new patient programmer so that they could charge and adjust their scs settings.